Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient ended up in the hospital because of withdrawal. This event occurred ¿many years ago¿. The patient was vomiting, his eyes were fluttering and he was seeing things. The device system was used to deliver an unknown drug. At the time of this report, the pump contained morphine.